Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire service technician was able to verify the customer's reported issue. Bench testing revealed that the blower module is not connected properly to main flex. The technician re-seated the blower module and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator failed at bedside. The customer stated that the ventilator turned off and all of the display lights turned on and audible alarms noted. At this time, it is unknown if there was any patient involvement associated with the reported event.